Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018, that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during procedure and outside the patient, the tip of the laser fiber was noted to be broken upon opening the package. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. There was no serious injury nor adverse patient effects.